Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1 gm, once in every three days, ongoing, route not reported) and amikacin injection (1gm, everyday, ongoing, route not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.